Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pediatric open cardiac surgery, while using continuous suturing, the needle broke. The surgeon removed the suture and sutured again using a new device. Surgical time was extended for more than 30 minutes. There was no patient injury.